Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient arrived in the emergency room unresponsive and had received shocks. Additional shocks were delivered while the patient was in the emergency room. The patient was transferred to the intensive care unit (ICU) and the device failed to shock for a rate of 220 bpm and the patient needed external defibrillation. Device interrogation revealed fault code (fc) 1007 and a message that there is limited device functionality and the battery capacity is depleted. The patient lives alone and has no family, therefore, duration and amount of shocks the patient received could not be confirmed. A download of the device data was performed and analysis was completed by a boston scientific engineer. The patient data provided is limited due to the end of life (eol) condition which was set due to charge time. The device attempted several additional charges and all exceeded the charge time limit. A boston scientific technical services consultant informed the caller of the data analysis and communicated to the caller that this device should be replaced as soon as possible. It was noted that the status of this patient is not good and if the patient expires, the device will most likely not be explanted. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.